Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Customer treated low blood glucose with 2 pieces of toast with butter and apple butter with coffee. Customer declined troubleshooting of the low blood glucose. The insulin pump will not be returned for analysis.